Manufacturer narrative:
(B)(4). Batch # unk. Reload - lot t40k1w. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you please provide more event details? Were any blood products or transfusion required? If so, please explain. Was it necessary to open the patient to manage the bleeding? What is the current patient status? Was there any patient consequence or change in the post-operative care of the patient as a result of the event (extended hospital stay, readmission, re-operation, etc.)? If yes, please explain.

Event description:
It was reported that during an unknown procedure, when stapling a vessel, staples didn¿t close homogeneously: important bleeding. Loss of 300cc of blood in less than one minute. Use of manual suture. 3 other reloads have been used with device pve35a ¿ lot r95210 without any difficulties.

Manufacturer narrative:
Product complaint # (B)(4). Date sent: (B)(6) 2020. D4: batch # t5ch18. Investigation summary: the analysis results showed that one vasecr35 cartridge reload was received. The reload was received with no apparent damage and fully fired. As the returned reload was received fully fired, no functional test could be performed due to the condition of the reload. Event described could not be confirmed as the cartridge was received fully fired. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformities were identified. Additional information was requested, and the following was obtained: can you please provide more event details? Were any blood products or transfusion required? Unknown. Was it necessary to open the patient to manage the bleeding? No. What is the current patient status? Unknown. Was there any patient consequence or change in the post-operative care of the patient as a result of the event (extended hospital stay, readmission, re-operation, etc.)? Unknown.